Manufacturer narrative:
(B)(4). Device is a combination product.   (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. A 3.00 x 16 synergy ii drug-eluting stent was selected for use to treat the lesion. However, upon attempting to advance the device, the physician noticed that the stent was not on the catheter. The physician then found the stent together with the stylet, outside the patient. The stent was kind of squashed together a bit. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent detached and separated from the sds (stent delivery system). The damaged stent was returned on a pigtail mandrel. There was no visible damage on one end of the stent, however, stent damage was visible on the other end; the 3rd row from the end the stent is bunched with struts overlapping. The stent protector was also returned with the device and the ID (internal diameter) was measured using gage and is within specification. The stent delivery catheter was not returned for analysis. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. A 3.00 x 16 synergy ii drug-eluting stent was selected for use to treat the lesion. However, upon attempting to advance the device, the physician noticed that the stent was not on the catheter. The physician then found the stent together with the stylet, outside the patient. The stent was kind of squished together a bit. The procedure was completed with another of the same device. No patient complications were reported.